Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. H4 the serial number#, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a plum 360 that experienced unexpected shutdown during patient use. The reporter stated that the device had battery issue and failed on a patient while infusing. The event date was unknown. The status of the product at the time of event was during infusion. There was patient involvement and unknown adverse event.

Manufacturer narrative:
Visual and functional testing: the device in question was not returned to the service hub; therefore, we were unable to perform a visual inspection or any functional testing to assess the device's performance. Multiple attempts were made to contact the customer requesting for product return. However, the customer failed to respond with any update of the return status of the device. Review of event logs: unfortunately, we did not receive any pump event history from the customer, preventing us from reviewing the event history/alarm logs. Consequently, we were unable to replicate or confirm the reported issue. Corrected information can be found in d7a - single use device.